Event description:
Brake not engaging. Found hex rod out of place. Set screw broken off in hex rod. Screw could not be extracted. Hed rod replaced. Brakes work fine. Technician stated that there were not any injuries associated with this issue. He found this stretch in storage.